Manufacturer narrative:
A correlation between the device and the reported gastrointestinal bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device - 11 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2016 the patient experienced gastrointestinal bleeding (gib). Despite the patient having a sub therapeutic inr, the patient had melena, and the hemoglobin and hematocrit repeatedly decreased. The patient required multiple blood transfusions. A small bowel enteroscopy was performed on (B)(6) 2016, and bleeding was observed in the duodenum. Hemostasis was reached with epinephrine injections and hemoclips. The patient was removed from aspirin, and the inr goal was reduced to 1.5-2. The patient continued experiencing melena and required blood transfusions, the last being on (B)(6) 2016. During this time the patient also had epistaxis requiring embolization of the sphenopalatine artery. It was reported that the patient did not required any additional blood transfusions related to the gib since (B)(6) 2016. No additional information was provided.